Manufacturer narrative:
Device passed active current measurement. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. Unable to perform displacement test, self test, and download power graph or verify pump error 75 and pump error 49 due to constant failed battery test alert.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarms. Customer had changed battery before the alarms. Customer's blood glucose value was 156mg/dl. Although customer was able to clear the alarm and rewind the pump, the self test failed. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.